Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a relapsing peritonitis event. The cause was not reported. The patient was hospitalized the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). Ten days after event onset, antibiotic treatment was stopped. At the time of this report, the patient has not recovered from the event. Seven days after the event onset, the patient was transferred to hemodialysis (hd). No additional information was provided because the reporter declined follow up.